Event description:
It was reported that pump experienced malfunction alarm malf 24 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged shipment of replacement pump, confirmed shipping details, and provided instructions on storage mode, returning problematic pump within specified time frame, and setting up replacement pump including reprogramming pump settings and reconnecting cgm.